Manufacturer narrative:
.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm. The iabp was exchanged and taken to the biomedical engineering department. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, pulled the fault/diagnostic logs and verified the low vacuum alarm had occurred. The fse ran performance and vacuum checks and everything checked out fine. The fse then ran the iabp unit with a trainer on 130 bpm overnight. The fse returned the following day and checked the fault/diagnostic logs and no low vacuum alarm was indicated. Cs300 iabp services were completed; full preventative maintenance, safety, calibration, and functionality checks passed to factory specifications. The iabp unit was returned to clinical service upon completion.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm. The iabp was exchanged and taken to the biomedical engineering department. There was no patient harm or adverse event reported.